Event description:
The customer reported an error code was displayed accompanied with a loss of system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe batteries were evaluated and identified as the cause of the loss of functionality. The customer declined to have the service representative repair the system. No further information is available.